Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery. Per additional info received, the pt has experienced recurrent stress urinary incontinence, pain with intercourse and urinary tract infections.